Manufacturer narrative:
Section d4 and h4: additional information. Manufactures investigation conclusion: the pump remains in use supporting the patient and was not available for evaluation. A correlation between the device and the suspected thrombus and reported hemolysis could not be conclusively determined. Technical services reviewed the submitted log file which showed the pump operating as intended. The CT scan showed a soft tissue defect just lateral to the driveline exit site with stranding. There also was high-density material in the subcutaneous fat abutting the driveline exit site, presumably calcific density. There may be a small amount of mural thrombus about the outflow track as there was some mild irregularity of the contrast column. There was also significant artifact involving the inflow. Additional information was provided stating there was no further treatment of elevated ldh. Thrombus and hemolysis are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device - 4 years and 5 months. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient presented with lactate dehydrogenase (ldh) above 1000 u/l with dark urine. Impression of CT scan revealed soft tissue defect just lateral to the drive line exit site with adjacent soft tissue stranding. There is high-density material in the subcutaneous fat abutting the drive line exit site presumably calcific density. There may be a small amount of mural thrombus about the outflow track as there is some mild irregularity of the contrast column as above. There is significant artifact involving the inflow. The patient has been on integrilin and heparin. The patient is currently stable with a few mm nodules in the lungs bilaterally. No further information was provided.